Event description:
The baxano io-flex system was used during a bilateral lumbar decompression. On the third decompressive pass with the io-flex system, the baxano 7.5mm microblade shave device was used to decompress the foramen. The surgeon decided to do some additional reciprocations and the microblade shaver device became stuck, possibly in the facet joint. The surgeon applied some force on the handle to remove the device and noted that a pars fracture had occurred. One additional foramen was subsequently decompressed with the io-flex system with no further incident. X-rays taken at the patient's 2-week post operative follow up visits showed no subluxation.